Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results for one level of vitros free thyroid control were obtained on a eci immunodiagnostic system. The investigation was unable to determine an assignable cause. There was no evidence to suggest a vitros analyzer or reagent related issue contributed to the event. An unknown issue with the vitros free thyroid level 2 control could not be ruled out as a contributing factor to this event.

Event description:
The customer observed lower than expected vitros tsh results for one level of vitros free thyroid control on a eci immunodiagnostic system. Control results= 0.637, 0.620 miu/l vs expected 1.42 miu/l. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. No erroneous patient sample results were obtained or reported from the laboratory. However, the investigation cannot conclude that patient sample results would not be affected if the event were to occur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).